Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was damage prior to installation on the pump. No impact to the customer's blood glucose. Replacement cartridges were sent to the customer.